Manufacturer narrative:
Patient initials - (B)(6).

Event description:
It was reported that the t2 anchor of the fast fix device failed to secure in the meniscus during a meniscus repair procedure. All material from the failed device was removed from the patient. After a delay of 10 minutes, a backup device was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Device investigation narrative - one 72201491 ultra-fast-fix curved needle assembly device returned. The complaint listed ¿pre-deployment¿. The device is in used condition. The complaint indicated that ¿all material was removed¿ but no anchors were returned. A partial segment of suture was returned. The blue split cannula was returned. The depth limiter was returned and has been trimmed. The delivery needle tip is visibly bowed and the delivery needle is bent. IFU warnings states ¿do not bend delivery needle.¿ twist or bend can interfere with advancement and removal of t¿s. This device requires a manual lever push for a manual advancement of the actuator. The anchors are released by manually stripping off of the needle. Damage to the needle can inadvertently bind or release the anchor when not intended to. There is no manufacturing cause related to support this complaint. No further investigation is warranted. Credit will be issued as a courtesy.